Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell and landed on the pump and the touch screen became shattered. The touch screen became black and customer was unable to unlock the pump due to the damage. Customer's blood glucose was 238 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.